Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has a jump coil and peeled in the distal section, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device present coating peeled and a jump coil at 237.0cm approx. From the proximal end. All the outer diameter (od) were taken and compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty tracking over wire occurred. The 90% stenosed target lesion was located in the non calcified and mildly tortuous peroneal artery. After an unspecified size thruway guide wire crossed the lesion, it was exchanged to 035/260/1 amplatz super stiff guide wire. Then an unspecified bsc balloon catheter was advanced over the wire however difficulty was encountered when the balloon catheter reached the middle portion of the wire. The device was removed and it was noted that there was a "bump (step)" on the shaft of the guide wire and as a result, the balloon catheter cannot be advanced over the wire smoothly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed peeled coating.